Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 49mm abdominal aortic aneurysm. It was reported the patient presented emergently with thigh pain 3 days later. It was reported that a thrombectomy of the left stent graft was performed for the occlusion and then bilateral self-expanding stent were placed in the limbs at the level of the native aortic bifurcation. Subsequently, a compartment fasciotomy was performed. This resolved the event. As per the physician, the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.